Event description:
Customer reporting false negative sars results (unknown number). Customer states the results were positive by doctor's office test (method unknown). Further contact with customer to gain more information is not possible. Two reports will be filed for unknown number of results. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category root cause: insufficient information source: online review.